Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A day after implantation, the ra lead was dislodged. Physician decided to substitute this screw lead with a tines lead.